Event description:
Facility reported the male end of the transfer set had cracks (the end connecting to the pt's type ii adapter). The pt's tubing was changed and the pt received kefzol ip times 3 prophylactically. The set had been in place since 2000. The sample is available for examination.